Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level ranging from 500 mg/dl to a reading of "high" on continuous glucose monitor. Additionally, the customer experienced high ketone levels identified as life threatening by a healthcare provider. Before getting admitted to the ICU, a correction bolus was delivered to address the bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.